Event description:
Vns patient had experienced an increase in seizures. It was reported that the patient was later hospitalized for seizure control for approximately three days. During hospitalizzation the patient's medication were changed. Phenobarbital and valium were discontinued and levetiracetam was started. It was reported that the patient became more alert and ate voraciously after being taken off the previous medications. It was also reported that device settings were also changed during hospitalization. The normal mode output current was increased from 1.0ma to 1.5ma and magnet mode output current was increased from 1.0ma to 1.75ma without any apparent side effects. Upon discharge from the hospital the patient was experiencing approximately two to three seizures at night and none during the day. X-rays reviewed by neurosurgeon did not identify any obvious discontinuities with the ncp system.investigation to date has been unable to determine whether the increase in seizures is above the patient's pre-vns baseline frequency or simply an increase above previous efficacy with vns therapy.